Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure of the subject device, the flap remaining in the channel fell off in the patient body. Detailed information is as follows. The flap fell off when the tube stent was placed using the subject device. Details of the used tube stent are unknown, and details of the case are also unknown. When using the scope on the next patient after reprocessing, the flap remained in the channel of the scope and fell off in the body of the next patient. Omsc don't know if the flap dropped out was collected. It is unknown whether the flaps had dropped out of the body was collected. Bedside cleaning and washing machine reprocessing are being carried out at the facility. Details of the cleaning brush used are unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the remaining this flap in the instrument channel and the dropout into patient's body are caused by the handling of the tube stent and the tube stent itself. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.